Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (300-505 mg/dl). The high bg was addressed by delivering a bolus via a syringe and the pump. The customer changed the basal rate, carbohydrate ratio and performed frequent site changes, but the bg level still ran high. The customer was not sure what was causing the high bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as expected. The customer indicated that a healthcare provider was to be contacted to discuss the high bg levels.